Event description:
Reporter indicated that the site's dell handheld computer screen has become frozen during interrogation on a few occasions. A soft reset resolves the issue. The product will not be returned for analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.